Event description:
It was reported that the catheter broke at the junction (1st black line).

Manufacturer narrative:
The complaint of catheter breakage is confirmed. The characteristics of the damage found on the catheter are consistent with a partial break in the tubing as opposed to sharp instrumentation damage. The catheter partially broke at the distal end of the taper hub. During infusion the catheter leaks from this site. Gross visual and microscopic exams, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. At this time the mechanism of damage is undetermined. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of reuf0964 showed no other similar product complaint(s) from this lot number.